Manufacturer narrative:
It was reported that the patient underwent laparoscopic ventral hernia repair.

Event description:
It was reported that the patient underwent an unknown surgical procedure on (B)(6) 2015 and absorbable straps were used. During the procedure, the tip came off the end of device and the surgeon retrieved it from the patient immediately. The procedure was completed with a like device. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4): actual device was returned for evaluation. Visual and functional inspections were performed. The device was returned with the cannula cap detached from the cannula tabs and missing.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.